Event description:
Three of these come apart from the applicator. String break- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon came apart from the applicator and the string broke. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
3 of these come apart from the applicator...string break- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon came apart from the applicator and the string broke. No injury reported.